Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. Imaging is scheduled and further steps will be considered.

Event description:
It was reported that channels with abnormal impedances were found. It is unknown if the user's hearing performance with the device is affected. Imaging is scheduled, further steps are depending on the outcome.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that channels with abnormal impedances were found. Expert measurements will be performed.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. According to the device explantation report form eight channels were found extra-cochlear at explantation surgery. This is a final report.

Event description:
It was reported that channels with abnormal impedances were found. It is unknown if the user's hearing performance with the device is affected. Imaging is scheduled, further steps are depending on the outcome. The user has been reimplanted on (B)(6) 2024. As per device explant report form 8 channels were found extra-cochlear.